Manufacturer narrative:
The unit alarmed compromised force sensor during basic occlusion test due to loose or protruded drive support disk. The insulin pump was received with cracked reservoir tube lip, battery tube threads, minor scratched lcd window, scratched reservoir tube window, missing address or serial number label and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the drive support cap came out of the insulin pump case. The device was not dropped or bumped. Advised the caller that the device would be replaced. No further information was provided.